Event description:
A malfunction alarm, identified as malfunction code 9, was reported without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. The customer successfully reset the pump independently before contacting technical support and was informed to continue using the pump while being advised to call back if the malfunction code recurs. The customer acknowledged and understood these instructions.